Event description:
It was reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reloaded the calibration files and flash memory. System operates as intended.